Event description:
It was reported the catheter was implanted after the used before date.

Manufacturer narrative:
Concomitant product: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).